Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus / migration/ migration of essure device location of device: between fallopian tube and uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal (vaginitis)"). On (B)(6) 2018, the patient experienced pelvic pain ("pain :pelvic/ pain"). On (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and the first episode of device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain :abdominal/ left abdomen"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), the second episode of device expulsion ("expulsion"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, dysmenorrhoea, the last episode of device expulsion, genital haemorrhage, female sexual dysfunction, migraine, tooth disorder, dyspareunia, fatigue and alopecia outcome was unknown and the abdominal pain, pelvic pain, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal infection, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: she had received treatment for following events: pain: dysmennorhea (cramping), pelvic/abdominal, expulsion, migration/uterine perforation, bladder problem/urinary problem. On (B)(6) 2019, she explanted essure (previously reported as on (B)(6) 2018). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: reporter, patient demographics, medical history, concomitant drugs were added. On (B)(6) 2019, she explanted essure (previously reported as on (B)(6) 2018). Added events abnormal bleeding (general), apareunia (inability to have sexual intercourse), migraines / headaches, dental problems, dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, hair loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus / migration/ migration of essure device location of device: between fallopian tube and uterus/ devcie migrated') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal (vaginitis)"). In (B)(6) 2018, the patient experienced pelvic pain ("pain :pelvic/ pain"). In (B)(6) 2018, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and the first episode of device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain :abdominal/ left abdomen/ pain was having in my abdomen"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), the second episode of device expulsion ("expulsion"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, dysmenorrhoea, the last episode of device expulsion, genital haemorrhage, female sexual dysfunction, migraine, tooth disorder, dyspareunia, fatigue and alopecia outcome was unknown and the abdominal pain, pelvic pain, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal infection, the first episode of device expulsion and the second episode of device expulsion to be related to essure. The reporter commented: she had received treatment for following events: pain: dysmennorhea (cramping),pelvic/abdominal, expulsion, migration/uterine perforation, bladder problem/urinary problem. On (B)(6) 2019, she explanted essure (previously reported as (B)(6) 2018). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc (product technical complaint).4th&5th follow process together. On 5-feb-2020: pfs received:- no new significant information was added. 4th&5th follow process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain :abdominal"), pelvic pain ("pain :pelvic"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), device expulsion ("expulsion"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, dysmenorrhoea and device expulsion outcome was unknown and the abdominal pain, pelvic pain, menorrhagia, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events: pain: dysmennorhea (cramping),pelvic/abdominal, expulsion, migration/uterine perforation, bladder problem/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to more specified events¿ perforated uterus/migration, dysmenorrhea (cramping), pain: abdominal, pain: pelvic, (menorrhagia (heavy menstrual bleeding), expulsion, vaginal infection and vaginal discharge¿. Reporters, demographics, indication (amended), essure insertion date (updated)/ removal were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.